Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range pacing impedances greater than 2000 ohms were observed on this right atrial (ra) lead via the remote monitoring system. A lead conductor fracture was suspected. Subsequently, the patient was scheduled for a clinic follow-up to program the atrial discriminators off. The physician will continue to monitor the patient via the remote monitoring system. This ra lead remains in service. No adverse patient effects were reported.